Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported device failure to boot up could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent patient event they went to use their device and it would not complete the boot up cycle. The customer attempted to power the unit on multiple times but to no avail. The customer had a backup device immediately available which they used to continue patient care. There were no adverse effects to the patient due to the reported failure.

Event description:
Further information from the charge nurse found that the device was in use for monitoring purposes during patient transport.